Event description:
It was reported that the model 6937a lead had an apparent conductor fracture, and it appeared the lead might have been damaged from a subclavian crush. The lead was removed and replaced. The model 5076 atrial lead was removed at the time of 6937a and competitor rv (right ventricular) lead extraction. It was returned and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached depression; full lead returned and analyzed. The lead was bent just proximal to the ring electrode, which likely occurred at explant. Proximal conductor blood/body fluid (not obstructed), outer insulation abrasion (breached), outer insulation white substance, and blood in/on the helix mechanism (sleeve head) was also noted. (B)(4) defib conductor fractured; full lead returned and analyzed. The fracture was noted to have occurred on each side of the anchoring sleeve. Melted outer tubing overlay was also observed.